Event description:
Clinical study. It was reported 1384 days following a coronary artery stenting treatment procedure that the patient returned with typical chest pain. The index procedure treated the 90% stenosed 2.5x15mm target lesion located in the proximal circumflex artery. Treatment consisted of pre-delation with a 2.5x15mm non bsc device deployed at 6 atm's and the placement of a 2.5 x 16mm taxus express2 drug eluting stent deployed at 14 atm's resulting in 0% residual stenosis. No post dilation was performed. The patient was discharged the next day on aspirin and clopidogrel. At 1384 days following the index procedure, the patient presented with atypical chest pain and was admitted into the hospital. The event was resolved with no residual effects and the patient was discharged two days later.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be "undeterminable".